Manufacturer narrative:
The field service engineer (fse) was dispatched on 10/09/2015. The fse found that the count syringe assembly was worn and the valves on the 11 valve manifold were sticking. The fse replaced the sample syringe and the 11 valve manifold, which repaired the plt result issues. The repairs were verified per the fse. (B)(4).

Event description:
The customer reported the coulter act 5diff cap pierce (cp) analyzer was generating erroneous platelet (plt) results for several patient samples. Review of the patient data showed that plt results for six patients were rerun on (B)(6) 2015 and different results were obtained in both runs for each patient. The instrument did not generate any flags or messages to alert of any instrument problem. Controls ran before the incident were within specifications. But controls ran after the incident did not pass the specification criteria. Erroneous patient results were reported outside of the laboratory but the doctor did not trust the results and ordered the samples to be rerun. There was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(4).